Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported multiple no delivery alarms occurring with the insulin pump. The customer's blood glucose value was 230 mg/dl. During troubleshooting the device alarmed no delivery. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.